Manufacturer narrative:
E1: facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the subject device had no image. The issue was found during a diagnostic colonoscopy procedure and was completed using a similar device. No patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: d4, d10, h2, h4 and h6 coding. The device was returned to olympus for evaluation, and the customer's reported event was confirmed. Based on the information provided from the investigation, the cause of the scope communication error was due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause cannot be determined olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.